Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No delivery anomalies noted.

Event description:
Information received by medtronic indicates the customer experienced constant high blood glucose readings and blood at site. The infusion set was changed three times. The alarm history was checked and reported high alerts and bolus not delivered. The customer stated they were not using automode. The customer was assisted with troubleshooting and reported insulin exited at the quick release. No harm requiring medical intervention reported. The customer will discontinue use of the device and the device will be returned for analysis.